Manufacturer narrative:
User error: customer changing the cartridge every 4 days: the t:slim pump user guide states that ¿the cartridge is sterile, non-pyrogenic, and for single-use only¿ the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has had elevated blood glucose (bg) levels for the past 2 days (approximately 400s mg/dl). The customer delivered 6 u of bolus, and was eventually able to bring bg levels down to 205mg/dl. System check was performed with tandem technical support, and it was determined that the pump performed as intended, however the customer had been changing out the cartridge every 4 days. Tandem technical support discussed product labeling with the customer, and recommendation was made that the customer change out the site, should bg levels continue to elevate. Additionally the customer was advised to consult with their healthcare provider in regards to other variables that could be contributing and affecting their bg levels.